Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the navigation system and confirmed the reported issue. The rep disconnected and reconnected the cable and the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was unable to load the software application on the system. The manufacturer representative (rep) tried two different discs and rebooted the system without resolution. The system always had a message "unable to mount". No patient was present at the time of the event.

Manufacturer narrative:
Correction: no patient information provided as no patient was involved in this concern. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was unable to load the software application on the system. The manufacturer representative (rep) tried two different discs and rebooted the system without resolution. The system always had a message "unable to mount". No patient was present at the time of the event.

Manufacturer narrative:
The software investigation found that they were unable to determine what caused the issue because it could not be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was unable to load the software application on the system. The manufacturer representative (rep) tried two different discs and rebooted the system without resolution. The system always had a message "unable to mount". No patient was present at the time of the event.